Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and is over delivering insulin. The customer's blood glucose reading was 43 mg/dl at the time of incident and treated with food. Troubleshooting found that the displacement test passed and the programming may have been changed by the customer's mother. Customer was advised to monitor the pump however, the customer requested a replacement pump as they did not feel safe with the current pump.

Manufacturer narrative:
The pump was received with currents within specification. The pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarms were noted. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The pump passed the basic occlusion and displacement tests.